Event description:
The pt's blood glucose measured 178 mg/dl while a lab result read < 20 mg/dl 45 minutes later. It was reported pt was treated with an unk amount off d50 as well as given dietary adjustments. Reporter stated controls were run and found to have passed. A request was made for the return of the suspect device and replacement product was sent.